Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was broken. The target lesion was located in the left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, while removing the guidezilla¿ from the guide catheter, the guidezilla¿ broke where the hypotube connects to the extension catheter. The procedure was completed with a different guidezilla device. No patient complications reported.